Event description:
A malfunction alarm occurred, identified as malfunction code 0. This incident did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Corrective actions included replacing the pump with a new one provided by technical support, who also instructed the customer on how to store and return the faulty pump. The customer was informed that additional training would be available, and they agreed to use multiple daily injections (mdi) as backup therapy.